Event description:
Pt was admitted with congestive heart failure. At reoperation, a thrombus was observed on top of the valve and both leaflets were impeded. Following removal of the valve, it appeared as though what had trapped one leaflet was a chordae tendinese which had been cut for the mitral valve replacement, and trapped the leaflet from below. The pt expired from multi-system failure on 8/23/97.

Manufacturer narrative:
St. Jude medical physician's manual addresses the event codes that are listed on the initial medwatch report.